Event description:
It was reported an under infusion. Per report, the "medication ran 5 minutes outside the 15-minute window ". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion was confirmed and is being attributed to the multiple air-in-line alarms during the programmed infusion. The facility initially reported an infusion event on (B)(6) 2025, without specifying the time. The review of the logs found that at 4:04 pm, the suspect device was programmed to infuse at a rate of 208 ml/h with a volume to be infused (vtbi) of 20 ml. Between 4:05 pm and 4:09 pm, the suspect pump module alarmed air-in-line 35 times, requiring the clinician to restart the infusion repeatedly, delaying the infusion process. During this period, at a rate of 208 ml/h, the pump should have infused approximately 13.86 ml. However, due to the frequent alarms, only 9.216 ml was successfully infused. Until 4:12 pm, the suspect pump module completed the 20 ml infusion. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly close the administration set safety clamp when the door was opened. The administration set was requested but was not returned; therefore, it could not be inspected or tested. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. According to the bd alaris system with guardrails suite mx user manual (v9), it is recommended to closely monitor infusions to ensure proper flow. Factors influencing occlusion alarm timing include occlusion pressure setting, flow rate, occlusion location, infusion set components, and fluid viscosity. The alaris system user manual (v9), provides information that addresses warnings and cautions when loading the administration set and closing the door, ensuring the correct tubing placement over the pressure sensors and to not push or snap the upper fitment snugly into the upper recess to avoid potential infusion inaccuracies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the under-infusion complaint has been identified and attributed to multiple air-in-line alarms during the infusion, which delayed the timely administration of medication. However, log analysis did not confirm the reported medication running five minutes beyond the 15-minute window note that this report lists imdrf annex a0401, a1801, g02017, c07, c0601, d15, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion. Per report, the "medication ran 5 minutes outside the 15-minute window ". There was patient involvement but no harm.